Manufacturer narrative:
B3: date of event: aware date of (B)(6) 2023 used as event date as date is unknown.

Event description:
It was reported that device detachment occurred. A v-18, 200cm, 8cm poly tip control wire was selected for use. However, during procedure, the wire broke off in the catheter. No patient complications were reported.

Event description:
It was reported that device detachment occurred. A v-18, 200cm, 8cm poly tip control wire was selected for use. However, during procedure, the wire broke off in the catheter. No patient complications were reported.

Manufacturer narrative:
B3: date of event: aware date of 28aug2023 used as event date as date is unknown. Device evaluated by MFR.: the device was returned for the analysis, and it was observed that the guidewire was bent at the distal section. It was observed that the polymer jacket does not present any damage, however, an unknown device was attached to the distal tip section. No more damages or issues were observed on the device.